Event description:
It was reported, that during a da vinci-assisted surgical procedure. A monopolar curved scissors instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a tip cover as an RMA. There was no alleged malfunction reported against this accessory. The tip cover was found to be torn from approximately the middle of the tip cover. Size of torn piece measures approximately .293 x .726, and was not returned. There are no signs of thermal damage present at the end of any tears.